Event description:
During the ire pulse delivery, short episodes of arrhythmia were observed on EKG monitor of the accusync which lasted for 1-4 heartbeats.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The reported complaint states a pt condition and not a product failure. Based on the reported complaint, the ire single probe device functioned properly. The arrhythmias were transient and were self resolved. The exact cause of the complaint is unk. The reported complaint could have been caused from the general anesthesia, the muscle block, patient condition or the ire procedure. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.